Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittent charging issues were experienced with the pump battery. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy. Customer declined to perform troubleshooting with tandem technical support. No additional patient, or event information was available.